Event description:
(B)(4). Cramping, bleeding, pain ovulating, chronic pelvic pain, chronic joint pain, headaches/migraines/eye twiching, floaters. Chronic fatigue, bloating, weight gain, hot flashes, sharp/stabbing pelvic pain, spotting bleeding after sex, loss of libido, unable to orgasm, itching burning stinging stabbing of vaginal entrance, urgent frequent urination, breast pain/tenderness. Abdominal flutterings. Hip pain, back, arm, hand, leg, neck and feet pains. Face pain teeth pain, nausea, gas, diarrhea, metallic taste in mouth, heartburn. Brainshocks, anxiety, panic attacks, depression, brain fog, dizziness, very high blood pressure, allergies face swelling/heightened hayfever symptoms, cysts, food allergies, skin itching, metal allergies cant wear jewellery anymore, dermatitis, hair loss, insomnia, fevers/chills, sweating.